Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that one of the lamp a and the lamp b burned out due to aging degradation and the other burned out due to accidental failure.

Manufacturer narrative:
The video system will not be returned for evaluation. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. It was determined that a replacement part was needed and tac assisted the customer with ordering the part to resolve the lamp issue.

Event description:
The service center was informed that the lamps of the video system were not working during inspection. There was no patient involvement.